Event description:
On (B)(6) 2014, a distributor contacted animas alleging that a pump had lines in the display screen. It was reported that the patient had gone swimming prior to noticing the display issue and that there was moisture behind the display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1: date of submission 04/17/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/28/2014 with the following findings: there were segments missing from the display screen when the pump booted up. The pump failed a leak test at the case seal. No damage or cracks were present in the case. When the pump was opened there was no evidence of moisture present.